Event description:
The customer reported to beckman coulter (bec) that an unknown amount of lh cleaner leaked from the coulter lh 780 hematology analyzer and they could not identify the source. The leak was not contained within the instrument. The customer was wearing gloves, a laboratory coat, and eye protection at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. The event did not affect patient results. There was no death, injury or effect to patient treatment associated with this incident.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed that vacuum chamber (vc26) was full of cleaner from the last shutdown and leaking. Upon further inspection, the fse found a quick disconnect (qd7) had become unlocked. The fse locked the qd7, the vc26 began to drain, and issue was resolved. Failure mode was attributed to qd7 which became unlocked. (B)(4).